Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer had to perform the fill tubing process multiple times after completing the load. Reportedly, the customer performed the load fill tubing process again to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 460 units of insulin during the load sequence. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 142 mg/dl.